Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and a shocking or jolting sensation. It was noted that the patient had been complaining about not getting coverage and feeling a shocking sensation when the stimulation was turned on. The timeframe was unknown but it had been happening ¿for a while now.¿ the patient did not mention anything regarding a fall or trauma. It was noted that there would be a device replacement as it was currently in overdischarge. It was further reported that the implantable neurostimulator (ins) and all the leads and extensions were explanted on (B)(6) 2015 and two new leads were put in and then another generator. The patient was doing fine afterwards, but it was noted that there was just some burning sensation going on in the generator site whenever the stimulation was turned on, whenever either of the leads were used. However, the reporter noted that when the patient was turned on in post-operative recovery, the patient did not receive any of that stimulation in the pocket site. It was noted that the patient had good coverage and to the reporter¿s knowledge was doing well with the two new leads and generator. It was noted that the patient recovered without sequela after device removal.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found insignificant anomalies and was functionally okay.

Manufacturer narrative:
Concomitant medical products: product ID 37082, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3 487a-33, lot# v087154, implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3487a-33, lot# j0527469v, implanted: (B)(6) 2005, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 7425, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.